Manufacturer narrative:
A2: age at time of event- 18 years or older. This device is a combination product. Device evaluated by MFR.: promus premier select ous mr 32 x 2.50mm stent delivery system was returned for analysis with a non-bsc mandrel and stent protector attached; both removed distally without issue. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found multiple shaft polymer extrusion kinks at several locations along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial femoral artery. The 90% stenosed, 28mmx2.5mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2.0x9mm maverick balloon catheter resulting to 40% residual stenosis. A 32 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrew and again pre-dilatation was performed with a 2.5x12 maverick balloon catheter. The same stent was attempted to advanced again, however, it was noticed that the stent struts were damaged. The device was completely removed from the patient's body and the procedure was completed with a 2.5x32 non-bsc stent. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. This device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial femoral artery. The 90% stenosed, 28mmx2.5mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2.0x9mm maverick balloon catheter resulting to 40% residual stenosis. A 32 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrew and again pre-dilatation was performed with a 2.5x12 maverick balloon catheter. The same stent was attempted to advanced again, however, it was noticed that the stent struts were damaged. The device was completely removed from the patient's body and the procedure was completed with a 2.5x32 non-bsc stent. There were no patient complications reported and the patient's status was stable.